Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The serial number of the device is unknown; hence the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A registered nurse calling from a dialysis clinic reported that on an unspecified date/time when they performed a test on a patient using their adc blood glucose meter, it displayed an e-6 message instead of a blood glucose result. It was further reported that due to this they had to call, the paramedics to come and perform a glucose test on the patient. It is unknown what, if any, additional treatment was rendered as the call was disconnected. Attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter xcgs176-p002d has been returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. E-6 was not observed. This also serves as a correction report. (Operator of device) was incorrectly selected in the initial MDR 30 day report. Operator of device has been updated.